Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733752, lot #: -, ubd: unknown, UDI#: unknown f1908: delay of less than one hour f26: no patient impact h3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used during a functional endoscopic sinus surgery (fess). It was reported that the system experienced issues tracking the straight suction. The site was able to verify the instrument but experienced issues navigating with it. Technical services (ts) had the site check for metal interference and reseat the instrument tracker cable; the issue persisted. Ts then had the site replace the flat emitter with a side emitter and this resolved the issue. This resulted in a surgical delay of less than one hour. There was no patient impact.